Event description:
It was reported that this inflatable penile prosthesis stopped working. The device had fluid loss. The device was removed, the reservoir could not be removed as the reservoir adhered to the tissue. The reservoir was plugged, and it was left inside the patient. A tactra was implanted. No further patient complications were reported.